Event description:
It was reported by a company representative that the pump is experiencing pressure issues. Further, the pump also beeps as if a footpedal is being plugged in.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.